Manufacturer narrative:
The field service engineer (fse) cleaned the ion-selective electrode (ise) module compartment along with the electrodes and conditioned the sipper and pinch tubings. All of the wash station drains were flushed. The rinse tubings were found to be damaged. The rinse tubings were replaced. Mechanism checks, a photometer check, and ise checks were performed. Ise calibrations failed. The sipper nozzle and spring were replaced. The sipper nozzle and sipper probes were adjusted. The pinch valve and sipper tubing were reconditioned. The reagents were primed and recalibration was performed with acceptable results. Qc was acceptable. The customer had no further issues after the service visit. The investigation determined the damaged tubes of the rinse unit were the cause of the event.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 264 mmol/l. The repeat result was 139 mmol/l. Patient 2 initial result was 204 mmol/l. The repeat result was 136 mmol/l. Patient 3 initial result was 156 mmol/l. The repeat result was 136 mmol/l.